Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit and low battery. The caller stated that the low battery alarmed occurred less than one week after the battery had been replaced. The customer's blood glucose was 356 mg/dl, which the customer's mother attributed to the customer having been off insulin pump therapy. The caller stated that a replacement battery cap did not resolve the battery out limit issue. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The unit was received with high idle current due to an open liquid crystal display driver on the liquid crystal display board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.